Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm reported drop in pacing impedance and rv sensing. Able to recreate noise when pressing hands together. Rep to perform further lead evaluation. Lead currently remains implanted.

Manufacturer narrative:
(B)(6) 2020 - it was reported that this lead was explanted after the patient received inappropriate shocks. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.